Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after receiving a new battery cap. The customer's blood glucose level was 127 mg/dl at the time of the incident. The customer stated that they woke up and found that the insulin pump was dead. The customer stated that the display was not blank less than 30 seconds and did not returned. The customer also stated that the display was blank currently. The device will not be returned for analysis.